Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip and reservoir tube cracked. The insulin pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack where the reservoir is being inserted. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.